Event description:
It was reported that there was a lead migration. X-rays and reprogramming were done as part of diagnostic tests and troubleshooting. The patient had less than 50% therapy relief. The patient was only getting stimulation on the right side when she needed bilateral coverage. It was noted that the paddle lead was not anchored per physician¿s choice. The patient discussed a possible lead revision with another surgeon but had not heard if this had been scheduled. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received on (B)(4) 2015 indicating that the patient was referred to a neurosurgeon on the day of the report. X-rays were taken and showed that the lead had completely migrated to the right side. It was planned to revise the lead, the date had yet to be determined.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Additional information received reported that the first implantable neurostimulator (ins) never worked and the doctor couldn't get it to work so the entire system was replaced on (B)(6) 2015.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).